Manufacturer narrative:
Citation: ruge h et al. Successful treatment of a paravalvular leak with balloon cracking and valve-in-valve tavr. Catheter cardiovasc interv. 2019 dec 3. Doi: 10.1002/ccd.28644. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a history of coronary artery bypass grafting and surgical aortic valve replacement with a 27 mm medtronic mosaic bioprosthetic valve (serial number not provided) who presented with acute heart failure. Echocardiography showed an impaired left ventricular ejection fraction of 35%, severe pulmonary hypertension, and degeneration of the mosaic valve causing stenosis and regurgitation. Intra-operative transesophageal echocardiography (tee) revealed 2 paravalvular leaks alongside the mosaic valve. Subsequently, the patient underwent transcatheter valve-in-valve implantation with a 26 mm medtronic evolut r bioprosthetic valve (serial number not provided). Following implant of the evolut r, balloon valvuloplasty and fracturing of the mosaic bioprosthetic ring was performed using a 24 mm non-medtronic balloon. It was reported that intra-operative tee exhibited trace paravalvular leak after valve-in-valve implantation while aortic root angiography and transthoracic echocardiography found no valvular or paravalvular regurgitation prior to discharge. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected data: h.6 - eval code method medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.